Event description:
Boston scientific received info that this right ventricular lead became dislodged. A revision procedure was performed and the physician attempted to reposition the lead; however, tissue had infiltrated the helix and the lead was explanted. No adverse pt effects were reported. Implant, explant and event dates were not included because they are chronically impossible.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the leads distal part and a deformation of the fixation helix were noted. Damages such as those require the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Furthermore, deformations of outer coil and cuttings in the insulation were found which originated most likely from the surgery. During further analysis, no other deviations were noted. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.